Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the right coronary artery. The fielder xt190 guide wire was crossed to the lesion; however, kept hitting the occlusion and bouncing back. The guide wire was able to partially enter the lesion and during dottering of the guide wire to cross fully, the guide wire tip kinked and separated. A snare device was used to successfully capture the guide wire tip which was removed from the anatomy. The procedure continued on using new devices without further incident. No additional information was provided.